Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The central button was sometimes unresponsive. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to a problem isolated to the keypad assembly. We were unable to perform the displacement or self tests due to the unresponsive keypad.